Manufacturer narrative:
On 10/17/2018, additional information indicated that the patient did not have any issue capsular contracture as it was reported in the initial report instead the issue is ptosis level ii. This report also indicates the right implant was deflated not the left and as a result patient underwent bilateral removal and replacement with smooth saline, 600cc implants. Update on date of explantation in this report is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right-mentor smooth round moderate plus profile 400cc saline breast implant, catalog number 3502400, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 400cc saline breast implants which the left side deflated and also issue with capsular contracture after implantation. Mammogram confirmed leaking and capsular contracture. As a result patient underwent removal on (B)(6) 2018.